Event description:
Advocate called stating that her brother had been getting high blood results of 195, 300, 185 mg/dl, on his contour meter. On sunday, (B)(6) 2010, advocate found her brother laying on the floor unconscious. She called 911 emergency phone number. When paramedics arrived they ran customer's blood test on their meter and result was 20 mg/dl. They gave customer glucose IV, retested his blood and result was 30 mg/dl. At the hospital customer was given more glucose and blood glucose level was 105 mg/dl. Customer's strips will be returned for evaluation. Replacement strips and meter sent.